Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation interventional procedure using an 8.5f sheath. Three prostyle devices were used successfully in the vein [multiple access sites]. Reportedly, when a fourth prostyle device was used, the device could not be removed after deployment. Although the foot was opened and closed several times, the device could not be removed. When attempting to remove the device, the device broke and separated. A portion of the device remained in the vessel. Cut down surgery was performed to remove the separated portion of the prostyle device and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The root cause of the reported difficulties cannot be determined. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Based on the information provided it is possible the suture of tissue was caught in the foot preventing closure of the foot leading to the difficulty to remove, with possible guide break and foot break during manipulation leading to entrapment. However, this cannot be confirmed. The subsequent treatments are due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: removed medical device problem code 2017.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was clarified that when attempting to remove the device, the device broke and separated at the junction of the distal to proximal guide. The distal guide (black sheath) remained in the vessel. Additionally, the foot of the device has separated and remained in the vessel. Cut down surgery was performed to remove the separated sheath and foot of the prostyle device. Hemostasis was achieved with the cut down. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.